Event description:
Additional information: the patient experienced return of pain symptoms; withdrawal syndrome. The patient reported that they had just had a refill so they knew the pump wasn't empty. Following the emergency room visit the patient returned to her home state where it was confirmed the pump continued to stall and recover every 1-3 hours. The pump was replaced. The patient outcome was noted as recovered without sequela.

Event description:
Additional information received later noted battery depletion and pump replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - analysis of the pump revealed pump motor feed thru anomaly. Analysis of the catheter revealed catheter body slice cut; no significant anomaly.

Event description:
It was initially reported that an alarm was heard; however telemetry was not yet performed. It was stated that troubleshooting was limited due to lack of access to product and / or patient. Patient was traveling and not due for a refill until (B)(6) 2012. The patient was "not feeling well" and was directed to the ER. It was then reported that a motor stall had occurred and was confirmed. Patient had presented to ER with chills, nausea and increased pain. Pump was interrogated and multiple motor stalls and recoveries were noted from (B)(6) 2012. Drugs delivered included morphine 50 mg/ml and bupivacaine 10 mg/ml. It was later reported that all stalls had recovered, but all did not recover within 2 hours. The last stall occurred at 16:50 on (B)(6) 2012; it was unknown if pump recovered from that stall. The ER physician recommended the patient to have the pump programmed to minimum rate and take oral medication until patient could return to her state, to see managing physician; however patient did not want pump placed at minimum rate. It was not clear if the patient was supplemented with oral pain medication. No changes to programming were done. Patient outcome was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8709, lot#: (B)(4), implanted: ,explanted: unk.